Event description:
A doctor was performing a procedure using the harmonic scalpel when the machine made a noise and had to be reset three times. After resetting the machine the third time, the immobile jaw broke off in the patient's abdomen. The doctor retrieved the piece from the patient's abdomen. No harm to the patient.